Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly due to cracked on the lcd controller at the printed circuit board assembly. Unable to performed displacement, rewind, seating and basic occlusion or verify frozen display anomaly and keypad anomaly due to flashing white lcd display. The insulin pump had scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device had a frozen display. Buttons were unresponsive. Customer's blood glucose was 18.9 mmol/l. Customer mentioned the screen was flashing and turning white. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.